Manufacturer narrative:
(B)(4). D2, d4, g4: diligence is in process to provide product identification information; however, no further information has been provided at this time. G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D10: additional associated products. Unk femoral lot# unk. Unk tibial lot# unk.

Event description:
It was reported the patient was revised for infection. The bearing was replaced without complication. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
Upon receiving additional information, it was determined that the part referenced should not have been reported as it was not believed to have contributed to or caused the event. The initial report should be voided. As all product manufactured follow appropriate standards, and the reported infection occurred > 90 days, devices can be excluded as a possible source.

Event description:
Upon receiving additional information, it was determined that the part referenced should not have been reported as it was not believed to have contributed to or caused the event. The initial report should be voided.as all product manufactured follow appropriate standards, and the reported infection occurred > 90 days, devices can be excluded as a possible source.